Manufacturer narrative:
(B)(4). Lot number is either 15c31v801 or 15d28v458. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During follow-up with the reporter, they indicated that the lot number was either 15b28v468 or 15c31v801. Lot 15b28v468 was manufactured on 02/16/2015 and lot 15c31v801 was manufactured on 03/12/2015. The device was received for evaluation. Visual inspection noted that the tubing was disconnected from the chamber. A batch review was conducted for lot 15b28v468 and 15c31v801 and there were no deviations found related to this reported condition during the manufacture of either lot. The cause of the condition was determined to be a lack of solvent due to a machine or equipment error during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the administration sets tubing separated from the chamber. The separation occurred during infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.